Event description:
It was reported the protekduo cannula "buckled". Due to this the buckled cannula was removed and a different cannula was placed. The explanted cannula was returned for product analysis however analysis has not been completed to date. A review of the manufacturing records for the cannula's lot did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Analysis was completed on the returned cannula. The buckling that was reported to have occurred was confirmed to occur in the proximal drainage region. This was likely caused by excessive force during insertion.

Manufacturer narrative:
Additional device information, expiration date, corrected data: initial MDR inadvertently did not report device manufacturer date. Device manufacturer date, corrected data: initial MDR inadvertently did not report device manufacturer date. If follow up, what type, corrected data: supplemental MDR #1 inadvertently did not select device evaluation.

Event description:
The device manufacturer date and expiration date were added. No additional or relevant information has been received to date.